Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringes were leaking. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd emerald¿ syringes were leaking. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that the bd emerald¿ syringes were leaking. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: six samples were provided to investigate for this record. Bd has been provided with two used and affected samples. These were full of a drug inside and presented a small quantity of this drug between the first and second lip of the stopper. A leakage test was performed for these syringes and no issue was found. Four (4) reference samples were also provided which did not present any defect. The reported issue was confirmed. It was verified that a small quantity of drug leaked through the first lip of the stopper. The cause of the problem could be produced because of a small damage in the stopper lip. This also verifies the reported issue. Considering our incoming and in-process inspection and since this is the first time this lot is reported for this defect; no actions are required. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: small damage in the first lip of the stopper.

Manufacturer narrative:
Note: the previous supplemental mdrs were submitted as follow up 1, 3, and 4. Follow up 2 was accidentally skipped. This supplemental is being submitted to fill that gap and provide further information. The following field was updated with additional information: b5. Describe event or problem: it was reported that the bd emerald¿ syringes were leaking. There was no report of exposure, injury, or medical intervention noted. The following was reported by the initial reporter: the syringes are leaking at the rubber part. Liquid goes into the rubber part at the plunger.

Event description:
It was reported that the bd emerald¿ syringes were leaking. There was no report of exposure, injury, or medical intervention noted. The following was reported by the initial reporter: the syringes are leaking at the rubber part. Liquid goes into the rubber part at the plunger.

Manufacturer narrative:
Complaint trending review of this lot and defect reveals no more complaints. No trend is observed for this defect on the reported product family. Based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the stopper lip. After discussing with our manufacturing technicians, bd suggests a root cause of the problem is an incorrect assembly of the stopper to the plunger which may be produced because of some molding defect in the stopper. Not able to determine. Damage in the stopper lip or incorrect assembly of the stopper to the plunger.

Event description:
It was reported that the bd emerald¿ syringes were leaking. There was no report of exposure, injury, or medical intervention noted.